Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy (bilateral) hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for: dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event injury nos was updated with migration, dyspareunia (painful sexual intercourse),pelvic/ abdominal, menorrhagia (heavy menstrual bleeding, fatigue. Reporter (consumer) information updated, patient date of birth, age group added, essure indication updated, product stop date, and reporter causality comment added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy (bilateral) hysterectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for: dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case is found to be duplicate of (B)(4). All the information has been transferred to retention case: (B)(4). No new follow-up information was received from the reporter. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.